Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2009, a company representative reported that the pt experienced air forming in the infusion tubing while temporarily disconnected from the infusion pump. She states the pt disconnected from the infusion pump but left the pump in run mode while showering. When the pt finished her shower, she noticed that air had formed in the infusion tubing. The representative helped troubleshoot this issue. On (B) (6) 2009, during follow up, the representative spoke with the pt concerning the issue. Pt states the air bubbles are forming where the infusion tubing connects to the infusion site. Pt reports the issue has occurred over several boxes of infusion sets from different lots. Pt described that the air bubbles form toward the end of the infusion tubing while she is disconnected from the pump during her shower time. She keeps the infusion pump in run mode while in the shower. Recommended that she placed the infusion pump in stop mode before disconnecting the infusion tubing from her infusion site and leave the pump off while showering. Pt states air bubbles also form in the insulin cartridge while priming after changing to a newly filled insulin cartridge. She described how she changes her insulin cartridge. Discovered that she inserts the insulin cartridge before attaching the infusion adapter and infusion tubing. Educated her on techniques to use that will prevent air bubbles from forming. No physiologic effect was reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was returned.